Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm force bipolar instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument broke on the universal surgical manipulator (usm) 1. The issue was reported to the intuitive surgical, inc. (Isi) technical support after completing the procedure. The clinical sales representative (csr) stated that the site experienced difficulty in opening the jaws and then in attempting to remove the instrument from the usm. The site had to remove the instrument along with the trocar. The isi technical support engineer (tse) reviewed the logs and noted errors 282 and 100. The tse recommended that the site returned the affected instrument. The procedure was completing as planned with no report of patient injury.